Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('since one coil is trailing into my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: depo-provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("I am in so much pain / sharp pain"), hypothyroidism ("hypothyroidism"), fibromyalgia ("fibromyalgias"), premenopause ("premenopausal"), arthralgia ("severe hip pain/knee pain"), sciatica ("sciatica"), back disorder ("back problems"), pain in extremity ("left leg pain is awful"), gastric disorder ("stomach issue"), oropharyngeal pain ("sore throat"), cough ("cough"), gastrointestinal disorder ("gi specialist/to eliminate any other possible problem"), urinary tract disorder ("want me to see urologist to eliminate any possible problem"), acute febrile neutrophilic dermatosis ("sweetie"), pruritus ("itch"), thrombosis ("blood clot"), lumbar radiculopathy ("lumbar radiculopathy"), vitamin d deficiency ("vitamin d deficiency"), back pain ("back pain"), bursitis ("bursitis"), uterine pain ("uterus pain"), feeling abnormal ("brain fog"), muscle twitching ("my left thigh twitching"), hepatic steatosis ("I have fatty liver"), abdominal distension ("e- belly"), pain ("body hurt "), menopause ("I became menopausal after essure"), headache ("headache"), incontinence ("suffer from incontinence") and insomnia ("cant sleep due to pain"), was found to have weight increased ("weight gain") and underwent constipation prophylaxis ("stool softners"). The patient was treated with inhaler and surgery (essure removal, dv surgery). Essure was removed. At the time of the report, the device dislocation, pelvic pain, hypothyroidism, weight increased, fibromyalgia, premenopause, arthralgia, sciatica, back disorder, pain in extremity, gastric disorder, oropharyngeal pain, cough, gastrointestinal disorder, urinary tract disorder, acute febrile neutrophilic dermatosis, constipation prophylaxis, pruritus, thrombosis, lumbar radiculopathy, vitamin d deficiency, back pain, bursitis, uterine pain, feeling abnormal, muscle twitching, hepatic steatosis, abdominal distension, pain, menopause, headache, incontinence and insomnia outcome was unknown. The reporter considered abdominal distension, acute febrile neutrophilic dermatosis, arthralgia, back disorder, back pain, bursitis, constipation prophylaxis, cough, device dislocation, feeling abnormal, fibromyalgia, gastric disorder, gastrointestinal disorder, headache, hepatic steatosis, hypothyroidism, incontinence, insomnia, lumbar radiculopathy, muscle twitching, oropharyngeal pain, pain, pain in extremity, pelvic pain, premenopause, pruritus, sciatica, thrombosis, urinary tract disorder, uterine pain, vitamin d deficiency, weight increased and menopause to be related to essure. The reporter commented: since one was trailing into her uterus she was having a hysto because she didn't want to take chances of leaving fragments behind. As per social media document the plaintiff is going to have a surgery. From social media:plantiff now dealing with apossible autoimmune disease going to see the rheumatologist today. Surgery on monday ( he's doping my surgery on (B)(6)) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 26 and 27 were processed together. Social media received: bursitis, uterus pain, brain fog, my left thigh twitching and reporter information were updated on 23-mar-2020: fu 26 and 27 were processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('since one coil is trailing into my uterus') and hypothyroidism ('hypothyroidism') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: depo-provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("I am in so much pain"), hypothyroidism (seriousness criterion medically significant), fibromyalgia ("fibromyalgias"), menopause ("premenopausal"), arthralgia ("severe hip pain/knee pain"), sciatica ("sciatica"), back disorder ("back problems"), pain in extremity ("left leg pain is awful") and gastric disorder ("stomach issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, pelvic pain, hypothyroidism, weight increased, fibromyalgia, menopause, arthralgia, sciatica, back disorder, pain in extremity and gastric disorder outcome was unknown. The reporter considered arthralgia, back disorder, device dislocation, fibromyalgia, gastric disorder, hypothyroidism, menopause, pain in extremity, pelvic pain, sciatica and weight increased to be related to essure. The reporter commented: since one was trailing into her uterus she was having a hysto because she didn't want to take chances of leaving fragments behind. As per social media document the plaintiff is going to have a surgery. From social media:plaintiff now dealing with a possible autoimmune disease going to see the rheumatologist today. Surgery on monday ( he's doping my surgery on july 3rd) . Concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion, thyroid problem, fibromyalgia, gastric disorder, menopause, arthralgia, sciatica, back disorder, pelvic pain and pain in extremity. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events added: stomach issues, premenopausal, severe hip pain, sciatica, back problems and I am in so much pain. Surgery added to event: since one coil is trailing into my uterus. Reporter added. On 2-dec-2019: social media received. Event clubbed: severe hip pain/knee pain. Event added: left leg pain is awful. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('since one coil is trailing into my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: depo-provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("I am in so much pain"), hypothyroidism ("hypothyroidism"), fibromyalgia ("fibromyalgias"), menopause ("premenopausal"), arthralgia ("severe hip pain/knee pain"), sciatica ("sciatica"), back disorder ("back problems"), pain in extremity ("left leg pain is awful"), gastric disorder ("stomach issue"), oropharyngeal pain ("sore throat"), cough ("cough"), gastrointestinal disorder ("gi specialist/to eliminate any other possible problem"), urinary tract disorder ("want me to see urologist to eliminate any possible problem"), acute febrile neutrophilic dermatosis ("sweetie"), pruritus ("itch"), thrombosis ("blood clot"), lumbar radiculopathy ("lumbar radiculopathy"), vitamin d deficiency ("vitamin d deficiency") and back pain ("back pain"), was found to have weight increased ("weight gain") and underwent constipation prophylaxis ("stool softners"). The patient was treated with inhaler and surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, hypothyroidism, weight increased, fibromyalgia, menopause, arthralgia, sciatica, back disorder, pain in extremity, gastric disorder, oropharyngeal pain, cough, gastrointestinal disorder, urinary tract disorder, acute febrile neutrophilic dermatosis, constipation prophylaxis, pruritus, thrombosis, lumbar radiculopathy, vitamin d deficiency and back pain outcome was unknown. The reporter considered acute febrile neutrophilic dermatosis, arthralgia, back disorder, back pain, constipation prophylaxis, cough, device dislocation, fibromyalgia, gastric disorder, gastrointestinal disorder, hypothyroidism, lumbar radiculopathy, menopause, oropharyngeal pain, pain in extremity, pelvic pain, pruritus, sciatica, thrombosis, urinary tract disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: since one was trailling into her uterus she was having a hysto because she didn't want to take chances of leaving fragments behind. As per social media document the plaintiff is going to have a surgery. From social media:plantiff now dealing with apossible autoimmune disease going to see the rheumatologist today. Surgery on monday ( he's doping my surgery on july 3rd). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter, event back pain were added. Fu 21,22, 23 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('since one coil is trailing into my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: depo-provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), hypothyroidism ("hypothyroidism") and fibromyalgia ("fibromyalgias") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, hypothyroidism, weight increased and fibromyalgia outcome was unknown. The reporter considered device dislocation, fibromyalgia, hypothyroidism and weight increased to be related to essure. The reporter commented: since one was trailling into her uterus she was having a hysto because she didn't want to take chances of leaving fragments behind. As per social media document the plaintiff is going to have a surgery. From social media:plantiff now dealing with apossible autoimmune disease going to see the rheumatologist today. Concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion, thyroid problem, fibromyalgia most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received: event fibromyalgia added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('since one coil is trailing into my uterus') and acute febrile neutrophilic dermatosis ('sweetie') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: depo-provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("I am in so much pain"), hypothyroidism ("hypothyroidism"), fibromyalgia ("fibromyalgias"), menopause ("premenopausal"), arthralgia ("severe hip pain/knee pain"), sciatica ("sciatica"), back disorder ("back problems"), pain in extremity ("left leg pain is awful"), gastric disorder ("stomach issue"), oropharyngeal pain ("sore throat"), cough ("cough"), gastrointestinal disorder ("gi specialist/to eliminate any other possible problem"), urinary tract disorder ("want me to see urologist to eliminate any possible problem"), acute febrile neutrophilic dermatosis (seriousness criterion medically significant) and pruritus ("itch"), was found to have weight increased ("weight gain") and underwent constipation prophylaxis ("stool softeners"). The patient was treated with inhaler and surgery (essure removal). At the time of the report, the device dislocation, pelvic pain, hypothyroidism, weight increased, fibromyalgia, menopause, arthralgia, sciatica, back disorder, pain in extremity, gastric disorder, oropharyngeal pain, cough, gastrointestinal disorder, urinary tract disorder, acute febrile neutrophilic dermatosis, constipation prophylaxis and pruritus outcome was unknown. The reporter considered acute febrile neutrophilic dermatosis, arthralgia, back disorder, constipation prophylaxis, cough, device dislocation, fibromyalgia, gastric disorder, gastrointestinal disorder, hypothyroidism, menopause, oropharyngeal pain, pain in extremity, pelvic pain, pruritus, sciatica, urinary tract disorder and weight increased to be related to essure. The reporter commented: since one was trailing into her uterus she was having a hysto because she didn't want to take chances of leaving fragments behind. As per social media document the plaintiff is going to have a surgery. From social media:plaintiff now dealing with a possible autoimmune disease going to see the rheumatologist today. Surgery on monday (he's doping my surgery on (B)(6) concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion, thyroid problem, fibromyalgia, gastric disorder, menopause, arthralgia, sciatica, back disorder, pelvic pain, pain in extremity, gastrointestinal disorder and urinary tract disorder. Most recent follow-up information incorporated above includes: on 7-feb-2020: social media received. Events added- sweetie, stool softeners, itch. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('since one coil is trailing into my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: depo-provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("I am in so much pain"), hypothyroidism ("hypothyroidism"), fibromyalgia ("fibromyalgias"), menopause ("premenopausal"), arthralgia ("severe hip pain/knee pain"), sciatica ("sciatica"), back disorder ("back problems"), pain in extremity ("left leg pain is awful"), gastric disorder ("stomach issue"), oropharyngeal pain ("sore throat"), cough ("cough"), gastrointestinal disorder ("gi specialist/to eliminate any other possible problem"), urinary tract disorder ("want me to see urologist to eliminate any possible problem"), acute febrile neutrophilic dermatosis ("sweetie"), pruritus ("itch") and thrombosis ("blood clot"), was found to have weight increased ("weight gain") and underwent constipation prophylaxis ("stool softners"). The patient was treated with inhaler and surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, hypothyroidism, weight increased, fibromyalgia, menopause, arthralgia, sciatica, back disorder, pain in extremity, gastric disorder, oropharyngeal pain, cough, gastrointestinal disorder, urinary tract disorder, acute febrile neutrophilic dermatosis, constipation prophylaxis, pruritus and thrombosis outcome was unknown. The reporter considered acute febrile neutrophilic dermatosis, arthralgia, back disorder, constipation prophylaxis, cough, device dislocation, fibromyalgia, gastric disorder, gastrointestinal disorder, hypothyroidism, menopause, oropharyngeal pain, pain in extremity, pelvic pain, pruritus, sciatica, thrombosis, urinary tract disorder and weight increased to be related to essure. The reporter commented: since one was trailing into her uterus she was having a hysto because she didn't want to take chances of leaving fragments behind. As per social media document the plaintiff is going to have a surgery. From social media:plaintiff now dealing with a possible autoimmune disease going to see the rheumatologist today. Surgery on monday ( he's doping my surgery on (B)(6). Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received: newly added events- thrombosis, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('since one coil is trailing into my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: depo-provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("I am in so much pain"), hypothyroidism ("hypothyroidism"), fibromyalgia ("fibromyalgias"), menopause ("premenopausal"), arthralgia ("severe hip pain/knee pain"), sciatica ("sciatica"), back disorder ("back problems"), pain in extremity ("left leg pain is awful"), gastric disorder ("stomach issue"), oropharyngeal pain ("sore throat"), cough ("cough"), gastrointestinal disorder ("gi specialist/to eliminate any other possible problem"), urinary tract disorder ("want me to see urologist to eliminate any possible problem"), acute febrile neutrophilic dermatosis ("sweetie"), pruritus ("itch"), thrombosis ("blood clot"), lumbar radiculopathy ("lumbar radiculopathy") and vitamin d deficiency ("vitamin d deficiency"), was found to have weight increased ("weight gain") and underwent constipation prophylaxis ("stool softeners"). The patient was treated with inhaler and surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, hypothyroidism, weight increased, fibromyalgia, menopause, arthralgia, sciatica, back disorder, pain in extremity, gastric disorder, oropharyngeal pain, cough, gastrointestinal disorder, urinary tract disorder, acute febrile neutrophilic dermatosis, constipation prophylaxis, pruritus, thrombosis, lumbar radiculopathy and vitamin d deficiency outcome was unknown. The reporter considered acute febrile neutrophilic dermatosis, arthralgia, back disorder, constipation prophylaxis, cough, device dislocation, fibromyalgia, gastric disorder, gastrointestinal disorder, hypothyroidism, lumbar radiculopathy, menopause, oropharyngeal pain, pain in extremity, pelvic pain, pruritus, sciatica, thrombosis, urinary tract disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: since one was trailing into her uterus she was having a hysto because she didn't want to take chances of leaving fragments behind. As per social media document the plaintiff is going to have a surgery. From social media:plaintiff now dealing with a possible autoimmune disease going to see the rheumatologist today. Surgery on monday ( he's doping my surgery on (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: vitamin d deficiency and lumbar radiculopathy were added. On 20-mar-2020: fu 18 and 20 process together. On 20-mar-2020: social media received: reporter was added, no new clinically significant information were added. On 20-mar-2020: fu 18 and 20 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ("since one coil is trailing into my uterus"). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hypothyroidism. Previously administered products included: for an unreported indication: depo-provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("I am in so much pain"), hypothyroidism ("hypothyroidism"), fibromyalgia ("fibromyalgias"), menopause ("premenopausal"), arthralgia ("severe hip pain/knee pain"), sciatica ("sciatica"), back disorder ("back problems"), pain in extremity ("left leg pain is awful"), gastric disorder ("stomach issue"), oropharyngeal pain ("sore throat"), cough ("cough"), gastrointestinal disorder ("gi specialist/to eliminate any other possible problem"). And urinary tract disorder ("want me to see urologist to eliminate any possible problem"). And was found to have weight increased ("weight gain"). The patient was treated with inhaler and surgery (essure removal). At the time of the report, the device dislocation, pelvic pain, hypothyroidism, weight increased, fibromyalgia, menopause, arthralgia, sciatica, back disorder, pain in extremity, gastric disorder, oropharyngeal pain, cough, gastrointestinal disorder and urinary tract disorder outcome was unknown. The reporter considered arthralgia, back disorder, cough, device dislocation, fibromyalgia, gastric disorder, gastrointestinal disorder, hypothyroidism, menopause, oropharyngeal pain, pain in extremity, pelvic pain, sciatica, urinary tract disorder and weight increased to be related to essure. The reporter commented: since one was trailing into her uterus. She was having a hysto, because she didn't want to take chances of leaving fragments behind. As per social media document, the plaintiff is going to have a surgery. From social media:plantiff now dealing with a possible autoimmune disease. Going to see the rheumatologist today. Surgery on monday (he's doping my surgery on (B)(6) 3rd) . Concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion, thyroid problem, fibromyalgia, gastric disorder, menopause, arthralgia, sciatica, back disorder, pelvic pain, pain in extremity, gastrointestinal disorder and urinary tract disorder. Amendment: the report was amended for the following reason: it was detected, that cases # us-bayer-2019-136391 and 2019-184981, were duplicate of case us-bayer-2018-028622. To which all the relevant information will be transferred. Then duplicate cases 2019-136391 and 2019-184981 will be deleted from bayer safety database. Information transferred from deletion case 2019-136391: new reporter and events, sore throat and cough added. Transferred from deletion case: 2019-184981, new reporter and events, gi specialist/to eliminate any other possible problem. And want me to see urologist to eliminate any possible problem. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('since one coil is trailing into my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for an unreported indication: depo-provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("I am in so much pain"), hypothyroidism ("hypothyroidism"), fibromyalgia ("fibromyalgias"), menopause ("premenopausal"), arthralgia ("severe hip pain/knee pain"), sciatica ("sciatica"), back disorder ("back problems"), pain in extremity ("left leg pain is awful"), gastric disorder ("stomach issue"), oropharyngeal pain ("sore throat"), cough ("cough"), gastrointestinal disorder ("gi specialist/to eliminate any other possible problem"), urinary tract disorder ("want me to see urologist to eliminate any possible problem"), acute febrile neutrophilic dermatosis ("sweetie"), pruritus ("itch") and thrombosis ("blood clot"), was found to have weight increased ("weight gain") and underwent constipation prophylaxis ("stool softners"). The patient was treated with inhaler and surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pelvic pain, hypothyroidism, weight increased, fibromyalgia, menopause, arthralgia, sciatica, back disorder, pain in extremity, gastric disorder, oropharyngeal pain, cough, gastrointestinal disorder, urinary tract disorder, acute febrile neutrophilic dermatosis, constipation prophylaxis, pruritus and thrombosis outcome was unknown. The reporter considered acute febrile neutrophilic dermatosis, arthralgia, back disorder, constipation prophylaxis, cough, device dislocation, fibromyalgia, gastric disorder, gastrointestinal disorder, hypothyroidism, menopause, oropharyngeal pain, pain in extremity, pelvic pain, pruritus, sciatica, thrombosis, urinary tract disorder and weight increased to be related to essure. The reporter commented: since one was trailing into her uterus she was having a hysto because she didn't want to take chances of leaving fragments behind. As per social media document the plaintiff is going to have a surgery. From social media:plaintiff now dealing with a possible autoimmune disease going to see the rheumatologist today. Surgery on monday ( he's doing my surgery on (B)(6)) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("since one coil is trailing into my uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism. Previously administered products included for an unreported indication: depo-provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), hypothyroidism ("hypothyroidism") and weight increased ("weight gain"). At the time of the report, the device dislocation, hypothyroidism and weight increased outcome was unknown. The reporter considered device dislocation, hypothyroidism and weight increased to be related to essure. The reporter commented: since one was trailling into her uterus she was having a hysto because she didn't want to take chances of leaving fragments behind. As per social media document the plaintiff is going to have a surgery. From social media: plaintiff now dealing with a possible autoimmune disease going to see the rheumatologist today. Concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion, thyroid problem most recent follow-up information incorporated above includes: on 22-oct-2018: social media received. Reporter's information updated. Event: weight gain added. Historical condition, historical drugs were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.